Manufacturer narrative:
Concomitant product: product ID: 3998, lot# 0205570933, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was functionally okay and there were insignificant anomalies. The ins passed functional testing. There is foreign material between the tecothane cover and liquid silicone rubber (lsr). The lsr does not adhere to the tecothane. This connector module design allows fluid ingress between the tecothane cover and lsr, however, it is cosmetic only and does not impact device performance.

Event description:
It was reported the patient¿s pain areas was no longer covered so their healthcare professional (hcp) decided to change the lead to a bigger lead. During the lead change, body fluid and blood were found inside the implantable neurostimulator (ins) by the ¿electrode plug station.¿ the hcp had also seen liquid in the ins by the ¿change of extensions.¿ the ins, extensions, and leads were replaced. The patient status at the time of this report was alive with no injury. The impedances and stimulation were okay and the patient was very happy with the system and the stimulation.